Manufacturer narrative:
(B)(4). D10: cat# 010001001 lot# 6906697 g7 screw 6.5mm x 40mm. Cat# 010000998 lot# 7701723 g7 screw 6.5mm x 25mm. Cat# 110010244 lot# 66733530 g7 osseoti 3 hole shell 52mm e. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a primary hip procedure. The patient was implanted with a competitor stem and a zimmer biomet acetabular cup and liner. Subsequently, the patient was experiencing constant pain post-surgery around the buttock area of associated hip replacement. The patient was revised approximately 4 months post-implantation due to pain. All products were removed and replaced. The patient was reimplanted with a competitor stem and zimmer biomet head, cup and liner. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.